Manufacturer narrative:
The employee was not wearing proper ppe during the time of the reported event as stated in the system 1e processor's operator manual. The operator manual states (pp. 1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." A steris service technician arrived onsite to the inspect the system 1e processor. The steris technician ran a diagnostic cycle and confirmed the system 1e processor to be operating properly. During the technician's inspection of the system 1e no issues were noted with the aspirator assembly. The technician proceeded to run a processing cycle which completed successfully with no issues; the technician confirmed that the s40 sterilant cup was empty. The steris service technician returned the system 1e processor to service. The steris account manager is scheduled to provide in-service training on the proper use and operation of the system 1e processor.

Event description:
The user facility reported that after a completed processing cycle in their system 1e, an employee removed the s40 sterilant cup and observed liquid in the cup. The employee shook the s40 cup and reported droplets emanated out and contacted her arm. The employee sought medical treatment.